Event description:
It was reported that the mobile power unit's patient cable was loose at rubber end around black and white connector. The handle was damaged.

Manufacturer narrative:
(B)(6). There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged handle and the rubber casing around the controller connectors was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The mpu was returned due to the unit no longer being used. The mpu was visually inspected and the patient cable was loose at the rubber end around the black and white connector and had a damaged handle. The mpu was functionally tested and was found to operate as intended. No further testing was performed. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.